Event description:
During use for the patient, the display suddenly reset with the beep sound. There were also further problems with unit. Additional information has been requested.

Manufacturer narrative:
Additional information received from the distributor on 12nov2015: it was reported that on 04sep2015, the incident occurred during normal use. There was no parameter change on the unit. Patient age, gender, reason for monitoring were unknown. There was no harm to the patient. A replacement device was available to be used. There was no treatment delay. It was also reported that the distributor "couldn't receive the exact condition". During their check at their office, it was reproduced 3 times after running 8-10 hours, applying pressure 100mhg.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the customer complaint incident ¿the display suddenly reset with the beep sound¿ was not verified and could not be duplicated. Customer complaint was not confirmed. DHR review was completed for cam01 monitor serial number (B)(4), to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: nov-2011. The DHR review has been deemed satisfactory. A minimum of 12 month review of cam01 monitor customer complaints was completed in trackwise® using the following key words ¿unit not working¿ and a root cause ¿could not duplicate¿ in the search criteria. The analysis of the complaint investigations and root cause reports has concluded this is the 1st identified complaint for the reported failure associated with the cam01 monitor that could not be duplicated. No trend has been identified. Conclusion: since the complaint incident could not be duplicated and the monitor was verified as working to specifications no root cause can be established.